Event description:
Femoral bone fractured during total knee replacement surgery.

Manufacturer narrative:
Femoral bone fractured during total knee replacement surgery. A revision implant system was not immediately available at the time of surgery. The surgeon implanted an antibiotic cement spacer. A revision system was later implanted. The pt was released from the hosp two days after the initial procedure. Review of the device history record indicates that the device was manufactured to spec.